Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a steady decrease in impedance and now measured low impedance values. It was noted that threshold was slightly increased with unstable threshold measurements. Reprogramming was performed to change the sensing configuration to tip-coil. The lead remains in use. No patient complications have been reported as a result of this event.